Event description:
Another MFR's device was revised and reported to co's office in error by the physician's office. The device was removed due to "malfunctioning penile prosthesis." Note: determination of reportability and categorization of this event was made according to this MFR's policies and procedures and the info received in compliance with medical device reporting regulations. These determinations are not intended to evaluate this occurrence or suggest a cause (ref. Sections b1,b2,h1).